Event description:
The customer reported to baxter (B)(4) one intermate that stopped flowing during patient infusion. Per the customer there was patient injury/medical intervention, however no details were provided. No additional details are available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). No sample was returned by the customer for evaluation. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.